Event description:
Customer returned the device for annual inspection. There is no patient involvement and no reported harm to any patient. Upon evaluation of the returned device, it was observed that the forceps elevator has foreign material. This medwatch is being submitted for the reportable issue of foreign material in the forceps elevator observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the forceps elevator has foreign material. Other observations for the device are: due to cut on distal end rubber coating (a-rubber), water tightness is lost; adhesive on a-rubber has a crack; connecting tube has a buckling; universal cord, connecting tube, switch (sw) 1, all have a scratch; due to wear of angle wire, bending angle in up direction does not meet the standard value; due to a cut on a-rubber, insulation resistance value at distal end does not meet the standard value; and plastic cover has a dent. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Additional information has been received for this event from the customer. Due to the air leak issue in the device, the adequate reprocessing of device could not be done; possibly this lead to presence of foreign material in the device. The facility staff is trained by olympus field service team to perform reprocessing as per instructions for use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter could not be identified. The likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.